Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the fifth inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem. A new 4.00mm x 8mm nc emerge balloon catheter was advanced; however, during the third inflation at 20 atmospheres for 10 seconds, the balloon also ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications, and the patient condition was good post-procedure.